Manufacturer narrative:
Method - device not returned, f/u with rep.

Event description:
It was reported that a post market clinical study, pt underwent a kyphoplasty procedure on levels l5 and t12. A postoperative x-ray confirmed a cement extravasation posterior to level t12. There were no pt complications. No add'l info was reported.